Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from this device. Patient was then referred to the physician. Additionally, a red call doctor icon appeared on the patient's communicator for this device. Reports revealed that this device exhibited high out of range shock impedance. The right ventricular (rv) lead is a non-boston scientific product. The beeper was turned off. The patient will continue to be monitored. To date, this device remains in service. No adverse patient effects were reported.